Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her breast. The rash was reportedly red and raw. The patient's physician prescribed the patient a powder for the rash and instructed the patient to apply gauze to the affected area. The patient reported that after using the powder and gauze, the rash had improved.